Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the analyzer on (B)(4) 2012, and identified the sensors which move the bellows up and down were inoperable. The fse adjusted the sensors and replaced the needle cartridge and air cylinder that moves the needle bellows up and down. The repairs were verified per established procedures. Cause was determined to be the inoperable sensors which move the bellows up and down. Product labeling includes the following: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a potential hazard when the needle bellows did not extend and the needle was exposed on the coulter lh 780 hematology analyzer. An error message: "bellows not up" was generated. The operators were wearing appropriate personal protective equipment. The following fluids are present at the needle assembly of the analyzer: blood, controls, clenz or diluent. There was no exposure to open wounds or mucus membranes. There were no reports of death, serious injuries, and medical attention was not sought.